Manufacturer narrative:
There was no patient involvement. (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
(B)(4) received a report that the s5 double head pump did not stop when the cover was opened during priming. There was no patient involvement.